Manufacturer narrative:
One opened quick-serter was inspected for locking and proper operating and insertion test was performed using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and the barrel walls were found with excessive glue from the quick-set tape.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, she had been having issues with the serter. Customer had high blood glucose of 500 mg/dl, due to bent infusion set cannula that was caused by the serter spring not releasing the set fast enough. Customer treated high with manual injections. Customer's current blood glucose was 330 mg/dl. Customer states the serter did not release the set properly. No further information reported.